Event description:
The event is reported as: the suction catheter cannot pass through the end of the tube. The alleged defect occurred while pre-testing for patient use. No patient injury/involvement.

Manufacturer narrative:
A visual, dimensional and functional inspection could not be conducted since the product was not returned. A device history record (DHR) review was conducted on the reported lot number. The DHR investigation did not show issues related to the complaint. Fmea (product/process) - assessment was conducted and no changes required. The complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action taken. Teleflex will continue to monitor and trend relating complaints.